Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member of a patient regarding an implantable neurostimulator (ins) for chronic low back pain. It was originally reported that the patient's ins was explanted due to infection but when asked further about the infection the caller reported there was no infection and the patient hadn't used the ins in years because it wasn't effective for them. The ins was causing them discomfort and the ins was removed in 2017. The patient didn't receive any relief since they were implanted with the ins. The patient's lead was left in place because of callus/bone buildup. No further complications reported.